Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer died in (B)(6) 2016. The exact date of death and cause of death were not provided. The customer's healthcare provider (hcp) notified tandem diabetes clinical diabetes specialist (cds) of the customer's deceased status. The customer had missed an appointment with the hcp in (B)(6) 2016 and the hcp was notified of the customer's death by the customer's emergency contact. No further information was available.